Event description:
Procedure: splenectomy. Reportedly, the surgeon could not coagulate certain parts of the vein although the completion tone was heard. There was no report of tissue damage or excessive blood loss. The patient sex is not known.